Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received in two pieces for a product development evaluation and was broken where the knob and shaft intersect. The fracture surface was homogenous with a continuous weld bead, which indicates material uniformity and good weld penetration. The shaft connection was still welded into the knob and the weld bead was continuous with no evidence of cracking. There were numerous dents on the top and edges of the knob. The threads on the end were still intact and a helical blade was successfully attached to the coupling screw. There were several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. As documented in a prior design evaluation, the coupling screw design is acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in may 2003 and is over 8 years old and shows evidence of being used extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The complaint is invalid with respect to design.

Event description:
It was reported that during a hip fracture procedure, the surgeon was malleting the helical blade for advancement and the insertion knob of the helical blade coupling screw broke off at the tip. The broken fragment was retrieved. The surgeon used bother coupling screw to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).